Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed. It was determined the issue was caused by a software malfunction. The system passed a system checkout further investigation found this issue is consistent with a known software anomaly, and is being tracked through a medtronic tracking data base.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was a red 'x' on the attachable trackers only. Site pressed the reset button, which cycled the camera successfully, but then all the instruments had red 'x'. The site exited the spine software and re-launched, which resolved the issue for the surgery.